Event description:
A user facility reported to olympus the bronchovideoscope was leaking during preparation for usage, and requested the unit be servicing. Upon inspection and testing of the customer returned device, it was observed that the insertion tube adhesive is peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Upon inspection the reported event was not confirmed. It was observed having the insertion tube (it) is buckled, the distal sheath and it both show signs of fluid ingress, the scope connector is worn and showed signs of fluid ingress, the distal end is dented, distal sheath adhesive is detached, the scope connector cover and the power cord is scratched. It was also noted the suction cylinder is nicked, angulation is out of specification and a break in the light guide. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the insertion tube adhesive peeling likely occurred from user handling the device such as physical stress, chemical stress and/or the storage environment. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding proper handling of the device which may have prevented the event: "preparation and inspection - inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The following information is stated in the instructions for use regarding reprocessing of the device which may have prevented the event: "precautions - warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. The following information is stated in the instructions for use regarding storage and disposal of the device which may have prevented the event: "warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on feedback from the field. Please see updates to b3, e2, e3, g2 of the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the event occurred during reprocessing for preparation for use. It was confirmed there was no patient involvement.